Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found only the outer insulation extrinsic cut at distance 12.5 cm, measured from the proximal, explant damage. All the electrical tests results were passed. No conductor fracture was observed.

Event description:
It was reported that the right ventricular (rv) lead had an insulation breach deduced by low impedances. It was also noted the right atrial (ra) lead had a confirmed fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.